Event description:
Literature was reviewed regarding evaluation of the anatomic sinus after transcatheter aortic valve replacement. The study population included 90 patients; all of whom were implanted with a medtronic evolut r bioprosthetic valve.  Among all patients adverse events included eight patients with subclinical valve thrombosis, which included hypo-attenuated leaflet thickening (halt), reduced leaflet mobility/motion (relm) or hypo-attenuation affecting motion (ham).  No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: moscarelli et al. Evaluation of the anatomic sinus after transcatheter aortic valve replacement. Int j cardiol. 2024 feb 1 :396:131551. Doi: 10.1016/j.ijcard.2023.131551. Epub 2023 oct 21. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.